Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: screen to become noised, malfunction of the universal cord causes, light guide bundle in the insertion section is slightly interrupted and weakened, component failure of the universal cord, component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had an image blackout and screen noise. There was no patient involvement.